Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, hd, autoclavable had a dark image and the light guide bundle was broken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the evaluation found the following; there was a deformation of the outer tube causing a decrease of light transmission, as well as damage inside the optical system. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.